Event description:
On (B)(6) 2012, the patient contacted animas and stated that the keypad buttons had become hard to press to elicit a response. There was no additional information that could be obtained from the patient at this time. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
Follow-up #1: date of submission 12/22/2014 - device evaluation: the device has been returned and evaluated by product analysis on 12/05/2014 with the following findings:the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow keypad button was intermittently responsive. There was evidence of keypad contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.